Event description:
The customer reported experiencing unexplained high blood glucose for several hours. The customer treated with the insulin pump and manual injections. Troubleshooting was performed. Reviewed the programming and found that bolus history did not match with the amount the customer is claiming to have administered. A bolus was delivered but it was not recorded in the bolus history. The customer also stated that the bolus history revealed 25.0 units that she never administered. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with the correct time/date and monitored for several days. Several basals and boluses were programmed. They were delivered their indicated amount and were recorded properly in the bolus and basal history. After testing it was concluded that the device operated within specs.